Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had vibrate, beep anomaly and display was frozen. Customer's blood glucose level was 170 mg/dl. Customer also stated that insulin pump not responding after putting time and date, display was not completely blank after inserting new battery and buttons stopped responding. It was also stated that the insulin pump was constantly beeping and time clock advances without frozen display. Trouble shooting was performed for the issue. Customer was advised to insert a new battery per IFU and to reset insulin pump, customer state screen appeared and tone reoccurred. The customer was advised to revert backup plan as per health care professional instruction during the insulin pump rest and to rewind the insulin pump after reset. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audio/vibrate anomaly/absence of alarm and time/clock anomaly due to buttons not responding.